Event description:
It was reported by service report that the scale was not showing accurate readings. It is not known if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: scale was out of calibration.